Manufacturer narrative:
A product investigation was completed: one (1) titanium matrix top loading polyaxial head (part 04.632.01, lot h054982, manufactured march 2016) was returned with a complaint stating that the screw head was found broken after multiple attempts at seating the screw head. The part was examined upon arrival at customer quality. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The complaint against the polyaxial head was able to be confirmed as one of the flanges of the collet in the polyaxial head was broken; therefore replication of the complaint is not applicable. Although a definitive root cause could not be determined, however, not reaming fully prior to insertion of the polyaxial head, excessive assembly force, or misuse of the placement instruments may have contributed to the complaint condition. Per the technique guide, the polyaxial heads are used in the matrix mis spine system which uses the screws attached to screw-mounted tissue retractors to allow for screw and rod introduction with minimal tissue disruption. Polyaxial head drawing top level, head body, collet, and 4.0mm matrix screw were reviewed during the investigation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and in each instance no material review reports, non-conformance reports or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. The bone screw/collet interface is designed with an interference fit in order to prevent a failure mode of sudden loosening when the screw is over tightened to the bone, a condition discovered prior to commercialization of the system. The collet is manufactured from standard implant grade material and is adequate for its use. After implantation of the matrix cannulated screw, a reamer is placed over the screw to remove all interfering bone and to ensure enough space exists to allow free mobility of the polyaxial head. If all of the bone was not removed in this process, it may have caught on the flange of the collet and caused it to break during insertion. Excessive assembly force or misuse of placement instruments may have also resulted in the collet breaking. The technique of the user is unknown however and so an exact root cause cannot be determined. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Not implanted or explanted, nothing left in patient, all broken pieces were accounted for at the time of event. Device history records was conducted. The report indicates that the: DHR review part number: 04.632.001, synthes lot number: h054982 , release to warehouse date: 04-mar-2016, manufactured in (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during transforaminal lumbar interbody fusion surgery, a ti matrix top loading would not attach to the head of the screw. The surgeon tried multiple times and then looked at it and noticed it was broken. We gave him a new head with the same applicator and it went on just fine. All pieces were accounted for at the time of event. Nothing left in patient. Did not delay surgery. Surgery was completed successfully. There was no pain or harm to the patient. This was an initial surgery. This complaint has 1 device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.